Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra link meter displayed an "error 1" message on the display. The patient did not suffer any symptoms and did not seek any medical attention as a result of the issue. The patient did not take any action as a result of the issue. The patient has many backup units to test his blood sugar. The product was new (out of the box). This complaint is being reported because the product issue was not resolved. The patient did not suffer any injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.